Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was no oxygen supply. A proposal for onsite service was sent to the customer but later cancelled. The customer declined service and repair. No work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported v60 had no oxygen supply. Not in clinical use at time of discovery. No reports of patient/user harm/injury. Investigation is ongoing.